Manufacturer narrative:
(B)(4). Date of occurrence: 2017. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid would not flow through five (5) clearlink solution sets. There was no report of patient injury or medical intervention associated with this event. No additional information was available.